Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2024, in order to underwent a skin flap reduction surgery. The patient also experienced a swelling over the implant site and subsequently was treated with steroids (specific type, duration and date not reported). The implanted device remains.